Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a history of impedance anomaly on the right ventricular lead; a lead fracture was suspected. The lead was capped and replaced on (B)(6) 2016 during routine device change out procedure. The patient was fine post procedure with no consequences.